Event description:
It was reported that patient had high lead impedance and low output current. X-rays were taken and sent for review. Ap and lateral chest x-rays were reviewed. The generator placement was determined to be in the upper left chest. Based on the images provided, the feedthrough wires were intact, and the lead pin appeared to be fully inserted in the generator. The lead was visualized in the chest and neck. There appeared to be a strain relief loop present however no strain relief bend was present, therefore the strain relief was not per labelling. There were two visualized tie downs present. A portion of the lead was visualized to be routed behind the generator. The lead was assessed for fracture and discontinuities on the visible portions of the lead however none were noted. Based on the x-rays received, the cause of the high impedance cannot be confirmed. Note that the presence of a micro-fracture and/or a lead discontinuity could not be ruled out in the portion of the lead that is not visible in the provided images. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanovas employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ;defects¿ or ;malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
The physician later directly reported that the event date was prior to what was initially reported. The nurse specialist interrogated vns and found high impedance on this day. The surgery has not taken place to date due to patient's previously known problems. The device was disabled on the clinic day. The representative later clarified that in the surgical planning this patient was planned for lead revision and his assumption was that this patient had a lead revision on this day. Patient has not had lead revision to date. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
It was later reported that the patient received a lead revision and the lead isn&#39;t available for return. Representative reported that only the lead was replaced and high impedance was resolved after this.